Event description:
In medwatch no. (B)(4), received from the FDA, it was reported that a patient with known heparin allergy had a heparin-coated triple lumen catheter inserted. The reporter stated that the packaging of the heparin coated catheters lack visible labeling of the presence of heparin on the product. Heparin coated products have made their way onto the shelves without clear warning, this has also been observed with other catheters. The catheter was inserted for large volume delivery and vasoactive drug infusion. After insertion, the patients platelet count dropped from 187k to 28k in less than 2 days and they developed heparin induced thrombocytopenia (hit) without any administration of heparin. Follow up indicated once the catheter is placed in the patient there is no way to identify if it is a heparin coated catheter. With or without heparin, the catheters show no difference. As reported, the patient later died; however, "there were multiple issues with the patient".

Manufacturer narrative:
The product was not returned for evaluation; however, a copy of the box-top label was provided and forwarded to the distributor, centurion medical products, for their review. This review concluded that all labeling provided with the kit shows that the primary (kit) label correctly indicates the catheter in question is heparin coated, as noted in the component description: catheter with amc thromboshield (an antimicrobial heparin coating). Additionally, the instructions for use for the catheter, that are provided one per case and referenced on the primary label, indicate that "catheters with amc thromboshield coating are contraindicated in patients with a known sensitivity to heparin". No further actions will be taken at this time.